Event description:
The lay user/patient contacted lifescan alleging that the control solution test was falling above the indicated control range. During troubleshooting, the customer care advocate walked the lay user through a control solution test and the result fell outside the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.